Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse adjusted and replaced multiple parts to resolve the issue. System performance was verified after the repairs were completed. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. The samples from the patients were reanalyzed using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an I-stat analyzer, and lower results were obtained. The customer stated the elevated, non-reproducible access accutni+3 results were reported from the laboratory. There was no report of any change or impact to patient care or treatment which occurred in association with the elevated, non-reproducible access accutni+3 results. Prior to the event a system check passed within published performance specifications. The customer stated quality control (qc) recovery was within the laboratory established ranges before and after the event. The customer stated the samples were collected serum tubes. Samples were centrifuged for ten (10) minutes at 3000 g at 15 - 25 ºc. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.